Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2228632. D.4. Medical device expiration date: 31-may-2023. H.4. Device manufacture date: 16-aug-2022. D.4. Medical device lot #: 2347018 . D.4. Medical device expiration date: 30-sep-2023. H.4. Device manufacture date: 13-dec-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are overfilling.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are overfilling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfilling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfilling. Bd was not able to identify a root cause for the indicated failure mode.